Event description:
It was reported that the customer had high blood glucose levels of 546 mg/dl. The customer reported treating with manual insulin injections. It was reported that the alarm history of the insulin pump showed a no delivery alarm. Troubleshooting was done. A high pressure test was performed on the insulin pump. The insulin pump passed the test. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).